Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial: (B)(4), batch: t00005121.

Event description:
Additional information indicates that a new lead was implanted to address new pain.

Manufacturer narrative:
Correction: additional information indicates that a new lead was implanted to address new pain outside of the patient's original pain pattern. This device is no longer considered reportable.